Event description:
The resident was transferred from toilet to lift and was being moved on the sara 3000 lift into position to be let down into wheel chair. While the aids were moving the lift into position, the resident lost consciousness. The resident let go of lift and slid down in sling until sling caught her under arm pits. The two aids assisted the resident off of the lift onto the floor. It was reported that the resident had suffered a fracture of right humeral neck; they were admitted to the ER and their arm was put into a sling.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR medibo medical products (B)(4). Effective 09/01/2011, the complaint handling/vigilance responsibilities have been taken over by arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.